Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to low blood glucose on unknown date with unknown blood glucose. Customer stated that reservoir came loose. Customer stated that she had a seizure due to low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08640 inches. The test p-cap locks properly in place in the reservoir compartment noted. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, broken belt clip rails, cracked battery tube threads and cracked retainer. (B)(4).